Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5f sheath after a diagnostic heart catheterization. Reportedly, the proglide device was prepped on a back table by a technician in training. The technician thought she had flushed the marker lumen prior to use. The proglide was advanced in the anatomy and there was no blood flow coming from the marker lumen when positioning in the vessel. The proglide was removed and an attempt was made to flush the marker lumen; however, it could not be flushed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.